Manufacturer narrative:
(Date of event): date of event was approximated to (B)(6) 2019 as no event date was reported. The complainant was unable to report the batch/lot number; manufacture date, and expiration date are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hydra jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. The procedure date is unknown. According to the complainant, the patient got severe pancreatitis right after the procedure and died. Reportedly, the guidewire was too stiff and caused trauma to the pancreas. The cause of patient's death was unavailable. There were other co-morbidities that possibly led to the event; however, it was not specified.